Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous fistula of the right coronary artery. A 1.2mmx12mm threader¿ microdilatation catheter was advanced for dilatation. First inflation was performed at 8 atmospheres and second inflation at 10 atmospheres. However, during the third inflation for 15 seconds, the balloon ruptured. The device was removed completely from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.